Event description:
Pt reports that the tubing set was leaking one night. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Diagnosis for use: pulmonary arterial hypertension.